Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to the implant procedure, an interrogation of the device was attempted; however the programmer could not read the device. The device was left in a warm room overnight but the programmer still could not read the device. The device was not implanted. No patient complications have been reported as a result of this event.